Event description:
The customer stated that a control test was performed at the pharmacy using his contour meter and test strips. He alleged he received a control test result of 60 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. The customer was unable to troubleshoot further during the call. The customer was advised to return his test strips and meter for evaluation. Replacement products were sent to the customer.